Manufacturer narrative:
Evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The cup could not be released from the insertion disk. There was no adverse consequence for the pt.